Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed electric field cardiac ablation, a faradrive steerable sheath clear was selected for use. During the procedure, the assistant noticed continuous bubbles while aspirating the sheath. After multiple aspirations, it was found that the tail end of the sheath could not be sealed when the catheter was placed inside. The sheath was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. Which is caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. The cause traced to device design conclusion code was selected for the allegation of visible air/bubbles.

Event description:
During a pulsed electric field cardiac ablation, a faradrive steerable sheath clear was selected for use. During the procedure, the assistant noticed continuous bubbles while aspirating the sheath. After multiple aspirations, it was found that the tail end of the sheath could not be sealed when the catheter was placed inside. The sheath was replaced, and the procedure was completed without any patient complications. The device has been received at boston scientific post market laboratory.